Manufacturer narrative:
Sections with additional information as of 10-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 10-mar-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was no longer experiencing symptoms; no further medical attention was reported. Manufacturer contacted customer in a follow-up call on 22-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Customer was using the proper testing techniques. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/29/2022 and test strips were opened two months prior to call. The customer declined to perform a blood test during the call, stating that she only had one test strip left. The customer reported feeling weak and dizzy; medical attention was not needed at the time of the call. Customer stated that she had called the ambulance on (B)(6) 2021 due to feeling that her blood glucose level and blood pressure had been high. Customer's blood glucose test result when the paramedics had arrived had been 170 mg/dl using their meter (fasting/non-fasting status unknown). Customer had been diagnosed with hyperglycemia and high blood pressure. Customer was not taken to the hospital; customer had taken medication (glipizide) and had felt better.